Event description:
Pip (peak inspiratory pressure) valve was not secured and tightened on neo t. When giving ventilation, the tubing popped off. Tubing immediately reattached and pt able to be ventilated without issue. Other neo t devices directly from the package were checked and it was noted that the pip valve was not tightened. Staff stated that they usually come tightened in the packaging and have not had to tighten them prior to use in the past.